Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer has been having low blood glucose. Mother stated that the customer has changed the insulin pump settings to see if that would help. Mother reported that the customer had an extreme low blood glucose event and had the emergency medical services give her a glucagon shot. Blood glucose value is unknown. Troubleshooting could not be done because the customer was not present with the insulin pump. She was advised to have the customer call for assistance.